Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure per physician¿s preference. No device malfunction was suspected. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's ipg would not hold a charge. The patient will undergo an ipg replacement procedure